Manufacturer narrative:
Follow-up information received on 02-may-2016: no consent was received from consumer for follow-up. The health authority reference number for this report is (B)(4). Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She stated she will let the surgery to remove the coils happen since she does not want pain anymore. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality between pain and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. A technical analysis has been requested.

Event description:
This is a spontaneous case report received from a (b)(6-)year-old female consumer in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted in 2015. Consumer, who has 3 young children, reported that last year (2015), she underwent the essure treatment and since then changed from a fit young women ((B)(6) years) into a greenhouse plant who feels (B)(6). According to her, she wakes up with daily migraine and states that she had never felt her ovulation and now it is like giving birth for 2 days every month. She has 20 other severe complaints like that (unspecified). Additionally, consumer reported that she has a surgery in her agenda to remove the coils again and states that she cannot afford the surgery but still she will let it happen since she does not want pain anymore. Case is in follow up. Company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She stated she will let the surgery to remove the coils happen since she does not want pain anymore. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality between pain and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Further information and technical analysis have been requested.

Manufacturer narrative:
Follow-up information received on 20-jun-2016: quality-safety evaluation of product technical complaint: (B)(4). In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt company causality comment: this spontaneous and non-medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She stated she will let the surgery to remove the coils happen since she does not want pain anymore. This event, seen as pelvic pain, is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality between pain and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. A product technical investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. No consent was received from the consumer for follow-up.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.